Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event can be confirmed. Visual examination of the provided pictures identified that a significant amount of bone of the distal femur has remained attached to the rhk femoral component. Visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: hinged left knee arthroplasty with disassembly of the metallic hinge and the described femoral peri hardware radiolucency and periostitis could be chronic related to prior component loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(40. D10: concomitant medical products: 00588000500 - tibial component - 65486094. 00588000510 - tibial full block augment - 65624882. 00545001341 - tibial cone - 65213482. 00588001601 - femoral component - 65117165. 00599003602 - posterior femoral augment block - 66310692. 00549003502 - posterior femoral augment block - 64744111. 00549003502 - posterior femoral augment block - 64713899. 00598801011 - straight stem extension - 65584528. 00598801012 - straight stem extension - 66481178. 00599003602 - posterior femoral augment block - 66310692. 00599003620 - distal femoral augment block - 66419504. 30358900113 - biomet bone cement - aw48bc1403. 30358900113 - biomet bone cement - aw50ce2705. 30358900113 - biomet bone cement - av67bb0203. 30358900113 - biomet bone cement - av67bb0201. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 4 months post implantation due to post dislocating from the hinge of the femoral component. The surgeon was not able to o proceed with the replacement of the femoral hinge group as this component had femoral augments that did not allow it to be replaced according to technique. Therefore, the surgeon came to the conclusion that the implantation of a segmental femoral component was the most suitable solution to treat the case.